Event description:
Information was received indicating that during use of a smiths medical cadd administration set, frequent air-in-line alarm was exhibited. No adverse effects were reported.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd administration set was returned for analysis. Visual inspection was performed under normal conditions of illumination and no defects nor workmanship defects were detected in none of the returned samples. Sample was connected to cadd prizm and no difficulties were detected during the priming, no air was detected on the line and no alarms activated when pump set to run in none of the samples; thus the failure mode reported is not confirmed. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.